Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc cannot evaluate the subject device. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an endoscopy for hernia at the groin of the large intestine, the subject device got stuck at the hernia and could not be removed from the patient. The user immediately transitioned into an open surgery and removed the subject device from the patient body. The patient was recovered and discharged from the hospital without any problem. The doctor commented that this phenomenon was not attributed to the subject device, but the position of the hernia in the patient's cavity.